Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿hypersensitivity reaction to ruxience. Patient pre-medicated with dexamethasone and diphenhydramine per orders. After pre-medication, IV ruxience started via pump at 100cc/hr. Reviewed with patient signs and symptoms to report. Patient verbalized understanding. Infusion rate was increased to 200cc/hr after 30 min; however, patient became flushed and wasn't feeling well. Infusion stopped, vita signs checked, blood pressure 83/48. Nurse practitioner (B)(6) called to see patient. IV fluids normal saline started at 250cc/hr, patient placed in reclined position. Blood pressure came back up. Infusion resumed at 50cc/hr at 1204, patient became cyanotic, denies dyspne, pulse ox 71. Infusion stopped. Normal saline running at 250cc/hr. Pulse ox not registering, oxygen placed on patient, 4. /nc. (B)(6) called to see pt. Solucortef 100mg given IV. Still unable to get pulse ox. Oxymask placed on patient, 15l. Patient also has rigors, bilateral upper extremities. Patient's daughter refused to allow meperidine to be given due to patient's age, pre-existing heart conditions. Code 5 called. When ed arrived, report given to ed. Patient transferred from chair to stretcher. Patient taken to emergency department, accompanied by his wife and daughter.¿